Event description:
It was reported that a recent clinical incident involved a patient who had been discharged for chemotherapy treatment with an extension set. The patient returned to the hospital due to leakage of chemotherapy from the filter membrane of the extension set. There was patient involvement.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.